Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. There was no moisture observed behind the display. A leak test failed due to a crack in the battery compartment. The pump was opened and there was moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked.